Event description:
It was reported that when he went in for a spinal cord stimulator implant, he was supposed to have the implant and an overnight stay at the hospital. However, he woke up in the intensive care unit (ICU) five days later and was tied on the table. It was believed that it may have been due to the oral medication he was on mixed with the intrathecal medication. However, the reporter was not sure. At the time of the report, the device system contained morphine.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the patient continued to have concerns regarding the device or therapy but was working with the doctor or manufacturer representative to resolve the concerns. The patient was scheduled for an appointment on 2013-(B)(6).